Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, based on the similar complaint review, there is no indication of a lot-specific product quality issue. Based on available information, the cause of the reported imaging issue is due to procedural conditions. The cause of the reported incomplete coaptation is patient anatomy. The reported medical intervention is the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report incomplete coaptation and unexpected medical intervention. It was reported that this was a mitraclip procedure to mixed mitral regurgitation (mr) with a grade of 4. The patient anatomy was challenging, the atrium was small and the posterior leaflet was restricted. Echocardiogram quality was poor. The first clip was placed but due to due to poor imaging it was unclear if there was sufficient posterior medial leaflet (pml) insertion in the clip and grasping was difficult. A second clip was implanted to stabilize the first clip. However, after deployment, the second clip detached from the pml (single leaflet device attachment/slda). A third clip was implanted to stabilize the second clip and mr was reduced to less than 1. The mean pressure gradient was 5.5 mmhg, which the physician was satisfied with. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.